Event description:
It was reported that when a device was used during an unknown procedure, the specimen pouch broke during surgery. Specimen retrieved with out incident. There was no consequence to the pt.